Event description:
A male pt was admitted for coronary angiography, which revealed a 90%, de novo, heavily calcified lesion in the mid lad. The vessel was described as moderately tortuous. Pre-dilation with a balloon (ottimo rosso: 2.0/15mm) was conducted. A 3.0 x 18mm cypher stent was chosen. The physician did not indicate any anomalies with the cypher product prior to use. The 3.0 x 18mm cypher stent was advanced, but it would not cross the target lesion. The rosso balloon was inserted again and was used via anchor balloon technique to re-deliver the cypher. When the physician attempted to inflate the stent delivery balloon, a balloon rupture was confirmed. The cypher was withdrawn and a taxus (3.0/20mm) was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. Foreign cypher product is not distributed in the us; however, it is similar to us distributed cypher product.